Event description:
It was reported that during an unk procedure, the seal was leaking. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.